Event description:
It was reported by service report that the siderail was broken and could not be latched up. Customer could not determine if there was pt involvement or if there were adverse consequences to report.